Event description:
Toothbrush head fell apart in mouth and found a small metal piece in mouth round head fell off completely - oral-b [device breakage] case narrative: male consumer via chat stated that the oral-b toothbrush head fell apart in his mouth and he found a small metal piece in his mouth. The round head at the top of the oral-b toothbrush refill fell off completely. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.